Event description:
During a surgical procedure, the staff noted a small spark-flame involving the monopolar bovie cord. The flame was noted at the site where the cord plugs into the bovie. The spark-flame was momentary and no adverse effects were noted.